Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. E.1. Initial reporter facility: university of (B)(6) student health services infirmary upon investigation of the actual device used in this incident, it was determined that the station had been operating in disconnect mode. Worked with lead and it to resolve communication issues. Updated nic link speed to auto negotiate. A field service engineer had installed and reset ecc curve gpo update. It had restarted service on the server and rebooted multiple times with no issues. Interface delay status messages were cleared. Station/server communications were restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had been operating in disconnect mode (offline in rss). The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.